Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold and pim, but this did not solve the issue. The fse replaced the compressor, vacuum and drive regulators. But the drive regulator would not be calibrated. The fse found pins 5 and 4 in the connector of the backplane was not seated properly. Also, the compressor was not functioning. The fse replaced the solenoid control board (B)(4). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system failure on boot up of device. There was no patient involvement.